Event description:
Pt stated that she had a total of five hair removal treatments done on her legs. The first which was in 2005, and the last one in 2006. After 2 treatments, the pt claims that she had swelling and sores by the third treatment these conditions lessened, but she developed tunneling welts that she states were diagnosed as ingrown hairs on top of which add'l treatments were done; she was prescribed antibiotics.

Manufacturer narrative:
After her treatments, the areas were hot and swollen so she contacted her primary care physician who prescribed antibiotics. The pt consulted her doctor (chiropractor) about her injuries and she was told that they were the result of her "poor lymphatic circulation". The root cause can not be determined; the system was not returned to lumenis for eval. Lumenis tried on many occasions to contact the medical facility for verification and to suggest service on their lightsheer system; the medical facility has not returned any of the calls.